Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon attempt interrogation, the pulse generator could not be interrogated. The clinician has never seen the patient before and has no prior longevity estimates. On (B)(6) 2015, the device was explanted and replaced. No further information was available.